Event description:
Patient had tibial insert revised due to pain and limited range of motion. In addition, open arthrolysis with removal of bone and cement from the posterior aspect of the joint was performed.

Manufacturer narrative:
This is the first revision surgery for the same patient as in MDR 1644408-2007-00097.